Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a multirate infusor overinfused. The device had been filled with an unspecified amount of ropivacaine. The reporter stated that the flow rate was set at ¿1¿ and then set to ¿0¿ ¿every few hours.¿ however, the customer reported that the infusion was flowing faster than expected, so the therapy was stopped. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Manufacture date: july 26, 2016 ¿ july 27, 2016. One actual infusor unit was received for sample evaluation containing approximately 98 ml of fluid in the bladder. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed. The flow rates were found to be within the product specification range. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.